Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, noise was observed on the ra lead during device testing and during device explant procedure. Noise on the atrial channel lead to auto mode switch episodes. Lead was capped on (B)(6) 2016 and remains inactive and implanted. Patient was stable.